Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Left hip revision for elevated metal ion levels. Head and insert were revised.

Manufacturer narrative:
An event regarding an abnormal ion level involving an unknown metal head was reported. The event was not confirmed. Method and results: device evaluation and results: visual inspection, the device was not returned, however an image of the explanted metal head was provided. The device was visually unremarkable. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, pathology reports, operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Left hip revision for elevated metal ion levels. Head and insert were revised.